Event description:
Pt had breast augmentation performed 11/7/94. She subsequently developed a capsular contraction on the right and possible deflation on left. On 9/30/97 she underwent open capsulectomy and exchange of implants.